Event description:
The customer stated that she was in a motorcycle accident, and believes that her insulin pump was damaged. The customer stated that she was hospitalized after the accident, and lost her leg. The customer stated that she's been getting no delivery alarms since getting back on the insulin pump, and feels that it's due to the damage caused by the accident. The customer was driving at the time of the accident, but she does not know what her blood glucose reading was at the time. The reported damage is a cracked reservoir cap and a scratched screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump did have a broken reservoir tube lip and scratched lcd window. No excessive no delivery alarms were noted.